Event description:
It was reported that revision surgery was performed due to pain. The surgeon noted that the acetabular cup was in an open position on x-rays taken prior to revision. Metallosis reportedly noted.